Manufacturer narrative:
Follow up #1 ((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (12/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and re-evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found with the display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter has a cracked/ scratched display. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with novolog insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine. The reporter denied the patient developed symptoms or received medical treatment due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.